Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. Customer changed supplies to address bg.